Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture via regulatory agency, "rupture confirmed via ultrasound." This record is for left side. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture via regulatory agency, "rupture confirmed via ultrasound." This record is for left side. Device has been explanted.

Event description:
Healthcare professional reported rupture via regulatory agency. Rupture confirmed via ultrasound. This record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases, was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.